Manufacturer narrative:
Expiration date corrected from 08/31/2014 to 08/31/2015. Lot no corrected from pin 18431 to pin 19234. Concomitant products grid updated to correct the batch numbers of the bumper pad, axle cap and tinial bearing parts. Manufacture date corrected from 02/27/2014 to 02/12/2015. The investigation indicates that the component parts that are the subject of this complaint and are reported to require re-bushing were implanted off- label by the surgeon as they were designed and supplied for another patient. Siw supplied rebushing components for a procedure planned for (B)(6) 2017. It is reported that the rebushing procedure was not completed, no new components were implanted and the existing components were left in place. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that a rebushing procedure is required due to a fall.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that a rebushing procedure is required due to a fall.